Event description:
It was reported the pump displayed a green screen and was alarming. Interconnect pcb found corroded/burned. No further information provided. No patient injury.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the right plunger case was cracked. The tamper seal was broken. There was no evidence to review in the device's event history log as the pump would not power up. An inspection along with attempting to power on the device were performed and the reported issue was duplicated. The cause of the reported issue was due to contamination of the interconnect board by the user. As a result, the interconnect board was replaced a service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1, and g2 email is: regulatory.responses@icumed.com.